Event description:
An angio-seal device was deployed following a diagnostic angiogram which led to an interventional procedure. The pt developed retroperitoneal bleeding several hours post deployment and was transferred to surgery. The surgeon noted multiple sticks and repaired them accordingly. The surgeon found the angio-seal device was in place and intact. The pt was reportedly recovering.